Event description:
It was reported that the patient experienced bradycardia. The right atrial lead exhibited a capture anomaly and was capped and replaced.

Manufacturer narrative:
No medwatch form was received.